Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined.

Event description:
Same case as manufacturer's report #6000089-2007-00177. Tap. It was reported that 73 days after implantation of a 3.0x24 and a 3.0x28mm taxus express2 drug eluting stent, in-stent restenoses occurred. During the initial procedure, the target lesions were located in the "graft to the left anterior descending artery" (lad). A pre-intervention stenosis of 85% was reported. Percutaneous coronary intervention (pci) was performed. Initially, a 3.0x24mm taxus stent was deployed in the graft to the lad followed by the deployment of a 3.0x28mm taxus stent. A post-intervention residual stenosis of 0% was reported. The procedure was noted to be "successful." No complications were reported. The pt presented 73 days after the initial procedure with chest pain and an 85% in-stent restestenosis in the graft to the lad. Pci was performed placing the following non-boston scientific stents: one 3.5x23mm, two 3.5x33mm and two 3.5x13mm. A post-intervention residual stentosis of 0% with timi grade iii flow was reported. The procedure was noted to be "successful.""complications/events" were reported as "none."